Event description:
Hospital reports that "during a neuro laminectomy; a codman kerrison was to be used at the surgical field. The scrub nurse checked the screws in the instrument to make sure that they were tight. The instrument was passed to the surgical field. In the course of using the instrument; a screw fell out and was retrieved from the wound by the surgeon."